Event description:
The customer reported there is a solid red x, and nothing comes up on the display. There was no led indicators lit.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.